Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review did not identify anything unusual during the manufacture of the device. When the device was released, it met all required release testing specifications. A service history record review revealed that the device had not been service since its release. Should additional relevant information become available, a supplemental report will be submitted.